Event description:
The actual incident occurred on the event date, bd was not informed until 02/28/01. Lancet did not retract after being activated, which resulted in a nurse being stuck. Review of database indicates there are no other issues with regards to this production lot number.